Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving a mixture of morphine and something else via an implanted pump. The reporter did not have any more specific details regarding the drugs in the pump. The indication for pump use was spinal pain. On b)(6) 2019 it was reported that the patient had pain. Per the reporter, the doctor stated that it didn¿t look like any of the medication had been used when he aspirated the old medication from the pump. The reporter didn¿t have the volume information. Per the reporter, the doctor was addressing it. No further complications have been reported as a result of this event.